Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted during implantation. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted during implantation. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the stent struts were lifted during advancing.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted during implantation. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the stent struts were lifted during advancing.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.50mm x 38mm stent delivery system was returned for analysis. Examination of the stent under microscope found stent damage. Stent struts in the very distal end were lifted from the crimped stent position and pulled distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found a hypotube kink located 5.6cm distal to distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.